Manufacturer narrative:
Additional suspect medical devices: reference number: 10191477: product family: scs-splitters, upn: (B)(4), model: sc-3400-30, serial: (B)(4), batch: 17146044. Reference number: 10191517: product family: scs-splitters, upn: (B)(4), model: sc-3400-30, serial: (B)(4), batch: 17146040. Reference number: 10191383: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50. Reference number: 10191437: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50, serial: (B)(4), batch: 17204412.

Event description:
A report was received that the patient was explanted due to not getting enough relief from the stimulator.

Manufacturer narrative:
The patient was explanted due to ineffective therapy. The device passed the functional test and revealed no anomalies.

Event description:
A report was received that the patient was explanted due to not getting enough relief from the stimulator.

Manufacturer narrative:
The patient was explanted due to ineffective therapy. The returned ipg passed the functional test and revealed no anomalies. It is indicated that the explanted leads and lead splitters have not been returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was explanted due to not getting enough relief from the stimulator.

Event description:
A report was received that the patient was explanted due to not getting enough relief from the stimulator.